Manufacturer narrative:
Complaint was confirmed. Visual observations on the returned ar-8730-42h, revealed a fracture 1/4 of an inch right after the taper threaded section of the screw. The returned ar-8730-42h was reviewed for critical dimensions at the head of the screw (major diameter) and minor diameter at the end of the screw. The device met all specifications as received. A most likely cause for this event includes improper bone preparation prior to insertion and bending/leveraging the screw while inserting into hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during an ipj fusion procedure, the surgeon prepped the insertion socket using the profile drill, upon insertion of the ar-8730-42h, compression screw the screw snapped approximately 1/3 the length of the screw. The surgeon removed all pieces causing a delay in case of 1 1/2 hours. The case was completed using a different ar-8730-42h, compression screw. Additional information 10/24/2019: the sales rep has stated that the anesthesiologist had to use additional anesthesia due the delay in case. Where the screw snapped it was flush with the skin and the surgeon was forced to cut a wider and deeper incision in order to access the screw half to remove it from the patient's toe. The surgeon ended up using a larger diameter screw (4.0 mm headless ft screw, ar-8740-42h) to complete the procedure. Surgeon did not want to use the same size screw again in case it would snap in half again. The patient is a small female with petite bone structure.